Event description:
It was reported the valve was explanted due to stenosis and insufficiency. The patient has a history of endocarditis. According to the information received, there were no adverse consequences to the patient. Additional information has been requested.